Event description:
It was reported that the patient experienced constant backup battery (ebb) circuit faults. The backup battery was exchanged, but this did not resolve the issue. The controller was exchanged on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number: (B)(6) is being evaluated for backup battery faults. The system controller was not returned for analysis; however, log files were submitted for review. A review of the submitted log files showed events spanning approximately 2 days (16mar2023 from 04:48:38 ¿ 08:30:22, and 10mar2023 from 05:56:09 ¿ 12:26:35 per timestamp). Low bus voltages on both power cables were noted throughout the log files while the controller was connected to the power module. The low voltages resulted in backup battery circuit faults and backup battery unable to charge faults to intermittently activate; however, these faults did not persist log enough to trigger any alarms to activate. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. Due to the hospital privacy policy, the hospital did not provide any information regarding the resolution of the backup battery faults, if the patient experienced any adverse events due to the low voltages, and if any products will be returning. The root cause of the backup battery fault was determined to be unrelated to the system controller but rather a voltage supply issue related to the patient cable and power module. The device history records were reviewed for the system controller (serial number: (B)(6) ) and was found to pass all manufacturing and quality assurance (qa) specifications before being shipped to the customer. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.